Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon investigation of the event description and assigned malfunction code insulin overdosing due to priming set up not followed. It has been determined that the complaint does not allege a product malfunction has occurred. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Root cause of problem: no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to the hospital due to hypoglycemia on (B)(6) 2025. The patient went to coma and started resuscitating due to low blood glucose and was treated with intravenous insulin drip. The patient's blood glucose was 34 mg/dl at the time of admission. The patient was admitted for more than 24 hours in the hospital. No further information available.